Manufacturer narrative:
H.6. Investigation: one sample received for investigation. Upon observation, the blister pack film is broken, no other defects observed. Potential root cause, the damages perceived in the syringe are found in the blister film, so the opening of the collective box was not made on the right side, causing damage to the film. During the documentary review, no problem attributable to the reported defect was found, it should be mentioned that the defect can be generated during the transport of the product, due to excessive weight and by use of sharp instruments during the opening of the collective box. The use of cutting instruments is not allowed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that prior to use a hole was discovered in the barrel while still in packaging with a bd syringe 20ml ll. The following information was provided by the initial reporter: during a bubble test inspection of the 20ml syringe used in our packaging run we found a syringe that had a hole in the plastic blister package. The location appears to be near the barrel flange.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use a hole was discovered in the barrel while still in packaging with a bd syringe 20ml ll. The following information was provided by the initial reporter: during a bubble test inspection of the 20ml syringe used in our packaging run we found a syringe that had a hole in the plastic blister package. The location appears to be near the barrel flange.